Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 429 mg/dl at the time of incident. No symptoms were reported with the high blood glucose. The customer treated the high blood glucose with manual injection and intravenous insulin infusion. Troubleshooting was completed and determined the alarm was caused by a bent cannula. Troubleshooting was provided for the bent cannula. Troubleshooting for the insulin flow blocked alarm was provided. No products are being returned for analysis. The customer did not provide information if the auto mode feature was activated. Frn-mmt-322a-reservoir.